Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber cracked at the top of the swivel after 18 minutes of firing at 101,610 j. The procedure was completed using another fiber. There were no patient complications.